Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was repositioned successfully. The patient was discharged in stable condition. On (B)(6) 2013 the patient was seen in clinic for follow up and no anomalies were observed.